Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: lysis and adverse soft tissue reaction to particle debris. Event summary: it was reported that the patient was implanted with durom - cls stem on (B)(6) 2006 and revised on (B)(6) 2016 due to adverse soft tissue reaction to particle debris and lysis stem. Review of received data: the received njr database entry was reviewed. The review states a revision due to lysis and adverse soft tissue reaction to particle debris. The summary of removed components states that the femoral stem as well as the acetabular component was removed. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between the durom acetabular component and the metasul ldh head was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the used head adapter is unknown, the compatibility of the ldh head and the head adapter, as well as of the head adapter and the cls stem, is unknown. The review of the device history records (DHR) and the raw material certificates could not be performed for neither of the involved products as the lot numbers are unknown. Conclusion summary: it was reported that the patient was implanted with durom - cls stem on (B)(6) 2006 and revised on (B)(6) 2016 due to adverse soft tissue reaction to particle debris and lysis after almost 11 years invivo. The reported issue related to the durom cup can be referred to a known issue which has been addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release, osteolysis and armd). However, neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Further, based on the njr datebase entry the reason for revision are lysis and adverse reaction to metal debris. However, due to the significant lack of information and appropriate documentation, an accurate analysis could not be performed. Moreover, due to missing product identification we were not able to review the quality records of the involved products. Therefore, based on the given information and the results of the investigation, we were neither able to recreate the reported event nor to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical devices: durom acetabular component, catalog no# 0100214048 ; lot no# unknown, cls spotorno, stem, 135, uncemented, 9.0, taper 12/14, catalog no# 290039090 ; lot no# unknown. Therapy date : (B)(6) 2016. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to armd and stem lysis.